Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Chest x-ray was performed and the left ventricular lead had dislodged. The lead exhibited loss of capture. The lead was explanted and replaced. The patient was fine.